Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported no image is due to accidental failure of the board; likely due to some factor such as static electricity during installation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, the hd/sdi ports were not working. The olympus sales representative returned the referenced device to the service center and also assisted customer with replacement device. The referenced device was returned and the evaluation confirmed there was no sdi image/signal due to a faulty dp board. After replacing the board the device worked appropriately. The device was returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During installation, the visera elite ii video system center had an out of box malfunction as the ports of the hdmi (high definition multi media interface) and sdi (serial digital interface) were reportedly defective. No patient involvement was reported.